Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing episodes from (B)(6) 2017 were noted in the clinic during scheduled follow-up on (B)(6) 2018. The patient was asymptomatic to the events. Review of the stored electrograms revealed low level high frequency noise that was inhibiting pacing; it was suspected that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were discussed; no intervention was performed. The patient would continue to be monitored with routine follow-up.